Event description:
The pt was treating the pt using ifc with an intensity of 10ma set for a treatment time of 20 mins. Approx 2 mins into the treatment, an over current error occurred. The treatment was stopped and the electrodes were changed. When the pt tried to restart the treatment, an over current error occurred. The leadwires were changed or checked and when the pt tried to resume treatment, the over current error happened and the treatment was discontinued. The electrodes used were round electrodes. The practice of the clinic is to use the electrodes for approx 2 days for 20-25 treatments per day. The electrodes are used on different pts for each treatment. This pt was being treated for a right shoulder problem and when the pt ended treatment, the area under the electrodes was red, but no intervention was necessary. When the pt returned for subsequent treatment, a 3rd degree blister was noted in the treatment area. The pt recovered and treatment was not hindered.

Manufacturer narrative:
The device has been received and is currently under evaluation. The device evaluation and any additional findings will be provided upon conclusion of the device evaluation.